Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 250 mg/dl, and the pump recommended a bolus of 30 units. Reportedly, the recommended bolus amount was too large. Tandem technical support advised that the correction factor settings may have been entered inaccurately and recommended for the customer to upload the pump data logs. The customer did not provide additional information regarding the reported event.